Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 02/21/2023 reporting small blue strip on codman 0.5x0.5 neuro patties that come inside the crani pack kit. After getting all 10 patties off the field, one patty was noted to be missing the blue strip and was unable to be found. There was no injury, additional treatment and or intervention reported within the medwatch. A supplier corrective action request (scar) was issued to the neuro patty supplier integra lifescience. The sample is not available to be returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Small blue strip on codman 0.5x0.5 neuro patties that come inside the crani pack kit. After getting all 10 patties off the field, one patty was noted to be missing the blue strip and was unable to be found.

Manufacturer narrative:
A user facility medwatch report (#3902560000-2023-8004) was received on 02/21/2023 reporting small blue strip on codman 0.5x0.5 neuro patties that come inside the crani pack kit. After getting all 10 patties off the field, one patty was noted to be missing the blue strip and was unable to be found. There was no injury, additional treatment and or intervention reported within the medwatch. A supplier corrective action request (scar) was issued to the neuro patty supplier integra lifescience. The product was not returned therefore, a complete evaluation could not be performed. A device history record review was performed by integra lifescience and concluded that there is no indication that the production process may have contributed to this complaint and all test results passed procedural specifications. Potential root causes were determined by the supplier integra lifescience to be a kink present in the x-ray material, the x-ray feed was blocked with debris, the x-ray feed rollers have lose abrasive properties (not gripping and feeding material correctly), a dull and/or damaged x-ray cutting mechanism, the blade is misaligned with x-ray elevator, the dancer arm jams, there is inadequate x-ray elevator pressure, or obstruction. Due to the root cause finding there were no specific corrective and or preventive actions taken by integra lifescience. However, they will continue to follow their quality system processes for trending of any similar complaints. This issue is being further investigated under an initiated corrective/preventive action plan. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.